Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v589285, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported in manufacturing report #6000153-2015-00060 that the lead had advanced past the posterior border. On the anterior posterior view there was not a significant change in deviation. The advancement of the lead is fairly minor in nature. Device interrogation was completed and showed no abnormal impedances. No signs or symptoms were reported. No actions had been taken and the event was considered ongoing. Follow up information reported that the subject reported improvement of symptoms from baseline. If additional information is received, a follow-up report will be sent. Additional information received from a healthcare provider for a clinical study reported the lead and neurostimulator were replaced on (B)(6) 2015 and the event resolved without sequelae. It was later corrected that only the lead was replaced. See manufacturing report #6000153-2015-00060 for initial report. Additional reports will be sent on the main device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.